Event description:
It was reported during the procedure, after partial deployment of the subject flow diverter stent when the physician was adjusting and attempting to retract the device, the physician believed the flow diverter to detach from the delivery wire. The physician attempted to re-capture the device into the catheter, but was unsuccessful so the catheter and stent were removed together from the patient. The stent was found deployed when the removed from the patient. Both catheter and stent were replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) and stent introducer sheath only were returned. The sdw was returned inside the dispenser hoop and was removed without issue. The distal sdw was kinked/bent. The introducer sheath was intact. Functional inspection was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and the reported event was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During a fd stent implantation procedure, the physician used the stent. After partial deployment of the stent in patient's body, the physician made multiple attempts but failed to retract it. Under dsa fluoroscopy, the proximal end of the stent was visible at the retrieval marker. The physician believed that the stent had become detached from the delivery wire. Then, an attempt was made to withdraw the stent along with the microcatheter out of the body. After withdrawal, it was found that the stent automatically came out and opened outside the body. Subsequently, using the same microcatheter, the physician replaced it with another stent. This stent was successfully deployed and opened in the patient's body, and the procedure was completed smoothly. As per additional information no damage was noted to the device prior to use and the device was prepared as per dfu for this product. It is probable that procedural or anatomical factor encountered contributed to the reported event. An assignable cause of procedural factors will be assigned to the reported and analyzed event of the stent deployed prematurely during use and to the analyzed damage of the sdw kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported during the procedure, after partial deployment of the subject flow diverter stent when the physician was adjusting and attempting to retract the device, the physician believed the flow diverter to detach from the delivery wire. The physician attempted to re-capture the device into the catheter, but was unsuccessful so the catheter and stent were removed together from the patient. The stent was found deployed when the removed from the patient. Both catheter and stent were replaced and the procedure was completed successfully with no clinical consequences to the patient.